Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) site, with symptoms of swelling and oozing from the pocket site. The physician did not believe that the infection device nor procedure related. The patient was hospitalized and treated with antibiotics. All device components were explanted and discarded by the medical facility. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7109702. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 7109897 UDI: (B)(4).